Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed alarm code 1260. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Investigation unable to download event history log for review. During investigation the device was powered up and the unit alarmed ec1260 which according to the investigation is a corruption of the memory of the circuit board. According to the investigation corrupted circuit board memory caused the reported problem. Service replaced the pump circuit board to correct the reported. The problem source of the reported problem is unknown.